Event description:
It was reported that a minimum fill notification occurred after the user filled multiple cartridges with 200 units of insulin during the load sequence. There was no impact to the customer¿s blood glucose level. Customer was able to ultimately load a cartridge and will continue to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.